Manufacturer narrative:
The insulin pump was received with motor error alarm during rewind due to corroded motor home switch. The pump was unable to perform basic occlusion, occlusion, prime, and the excessive no delivery, displacement, unexpected restart and operating currents test due to constant motor error alarm. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported of motor error alarm during rewind. The customer's blood glucose level was unknown at the time of the incident. The customer was assisted with clearing the pump and successfully rewound the pump. The product was returned for analysis.